Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod. The patient reports they had high blood glucose levels due to lack of training on the device. One at the hospital the patient was treated with dilaudid, morphine, fentanyl, iron and intravenous fluids. The patient was prescribed insulin. The patient was discharged from the hospital after 4-5 days. The patient reports they are no longer using the device for insulin management.